Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the port for the remote dose was not working" was confirmed through remote dose test. The probable cause was unknown. Further evaluation found the downstream occlusion (dso) seal was cracked/aged. The bolus port and dso seal were replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the pump¿s remote ports are not functioning. The customer tested the pump with another remote and visually inspected the connector; no bent or broken pins were observed. The pump does not register the remote, and the ¿pca dose cord attached¿ message is not displayed.¿; during device evaluation it was found the downstream occlusion seal was cracked. The event had occurred during testing.